Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation with open blisters under the device. The patient took off the device to allow the wounds to heal. The patient's doctor advised the patient to use cornstarch on the affected areas. There is no indication of a device malfunction related to the rash. The patient's medical condition improved.